Event description:
Clip scissored during surgery. When the dr had initially placed the clip it clamped down properly and occluded the neck of the aneurysm. A few minutes later when re-inspecting the clip, it had turned sideways and was now scissoring the neck of the aneurysm.